Event description:
It was reported that the tip of the instrument was broken during use. No pt complications were reported.

Manufacturer narrative:
(B) (4). Device was returned to the MFR for eval. The visual examination shows that the upper shaft is broken on one side at the upper jaw pivot pin forward; the pin and broken off portion of the upper shaft is missing and was not returned for analysis. The location, direction, and amount of force required in order induce fracture of the shaft is consistent with the application of excessive force. Microscopic examination of the fracture surface revealed a fairly brittle fracture surface, consistent with failure due to excessive force. The observations are consistent with misuse, resulting the in foregoing event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specs.